Event description:
It was reported that there was a defect at the end of the tube, with a small excess of silicone irritating our patient's mucosa. The reported clinical consequences were two emergency consultations with a private ear, nose and throat (ent) specialist. Corticosteroid aerosol for fifteen (15) days with oral analgesics. The outcome of the event was resolved.

Manufacturer narrative:
Other text: d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. Three customized devices with no distal cuffs were returned. The returned devices had identification markings on the swivel connector. Visual inspection of the returned devices did not reveal any obvious defects. Examining the devices with magnification revealed that all three devices had an adhesive drip at the distal tip over the embedded lumen. Adhesive is inserted into the embedded lumen for cuffless devices. One device also exhibited flash from the beveling process at the distal tip near the adhesive drip. All customized devices are 200% inspected for functional and cosmetic defects prior to packaging: once by manufacturing and once by quality. The results of the examination of the return devices did not conclude that the treatment identified in the complaint description was attributed to the minor adhesive drips. Other possible conditions that may have contributed to the need for treatment are the selected length of the tube, the selected angle of the tube, and the circumstances that existed, which required a need for the device. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. A quality alert was initiated to heighten awareness of smoothing adhesive over the distal tip of the shaft and the complaint concern was reviewed with the custom lab operators. The manufacturer regularly analyzes complaint data and trends and will take further actions accordingly.